Manufacturer narrative:
The customer returned donor samples, and capture-cmv indicator cells, lot 20319 for investigation testing. The returned donor samples, and additional in-house donor samples of known cmv status were tested using retention capture-cmv test wells, lot c032 with the returned capture-cmv indicator cells, lot 20319. The in-house donor samples exhibited expected reactivity, the returned donor samples were strongly reactive. The returned donor samples tested positive for anti-cmv using an eia assay. A service call was performed on 7/14/2005, and the rosys was operating as expected. Further follow-up with the customer revealed that the vial of capture-cmv indicator cells used for testing had been opened for more than a week. Apparently, the technician used the indicator cells for more than 24 hours after addition of the stir bar. The customer stated that technicians had been trained to use the indicator cells no longer than 24 hours after addition of the stir bar. The customer indicated retraining would be necessary, and that the cause of the discrepant results was most likely the use of indicator cells longer than 24 hours after adding the stir bar.

Event description:
Customer states that a donor sample tested negative for anti-cmv using capture-cmv on the rosys. A pheresis platelets unit was transfused to a patient based on these results. After a manual crosscheck of this donor, it was determined that this was a repeat donor who had previously tested as anti-cmv positive. The customer repeated testing on the donor samples and positive results were obtained.